Manufacturer narrative:
A ge representative evaluated the system, but there was no report on evaluation results.

Event description:
Customer reported an intermittent fault when initiating. No patient injury was reported.